Event description:
Three balloon ruptured during an iliac angioplasty of an extremely calcified lesion via an ipsilateral approach. The first balloon ruptured on the third inflation at 13 atms, the second balloon ruptured onthe first inflation at approx 10-12 atms, and the third balloonruptured at its rated vurst pressure. Another balloon cahteter was used to successfully complete the procedure without pt complications. The devices were destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were fused in an extremely calcified lesion as well as inflated to their rated burst pressure. Co believes the above factors contributed to this event and do not attribute it to the devices. Direction for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."